Event description:
It was reported that a merlin.net alert indicated a charge time limit had been reached. Technical services suspected the notifier was not rearmed during a previous interrogation. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.